Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump keypad buttons were unresponsive after the patient went swimming. The reporter confirmed that there was no damage to the keypad and there was no evidence of moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings:the keypad was found to be torn at the down arrow button. The down arrow button was found to have an intermittent response to presses. The keypad was removed and contamination was found under the contrast, up, and down button contacts. Unrelated to the complaint, the bolus button cover was partially detached from the pump. The bolus button was found to be unresponsive to presses. The button cover was removed from the pump and the bolus button slug was found to be missing. The damaged buttons allow contamination to permeate the button contacts negatively impacting the button function. The damaged buttons are obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.